Manufacturer narrative:
Additional information: as received, the device was at elective replacement indicator (eri). Visual analysis revealed no anomalies. Upon analysis, it was revealed that the eri alert was falsely triggered which is consistent with device pacing at a higher rate due to auto capture being enabled. Electrical and mechanical analysis indicated the battery level was at normal eri level. The total projected longevity is 9.87 years, and device was implanted for 8.82 years. Device met the 75% projected longevity and is considered normal battery depletion.

Event description:
During follow up, upon interrogation, the device was found in eri. The device was explanted and replaced due to premature battery depletion. The patient was stable with no adverse consequences.